Event description:
Healthcare professional later reported no signs of rupture were found. Un- reporting rupture

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2, d4, d6a, d6b, g4, h4, h6

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "broken device: (rupture). Device remains implanted.